Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer received no delivery alarms and motor error alarm. The customer's blood glucose level at the time of incident was 470mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The pump was found to have passed the displacement test and manual prime. The customer was advised the pump was function as designed. The customer was advised to monitor the device and call back if issues persist.